Event description:
It was reported that the leads of the patient had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure. No further information has been obtained despite good faith efforts. Additional information was received that the patient was doing well postoperatively and the explanted devices were kept by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7073637, UDI: (B)(4).

Event description:
It was reported that the leads of the patient had impedances. The patient underwent a spinal cord stimulator (scs) replacement procedure. No further information has been obtained despite good faith efforts.